Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable was out of electrical specification and the label was missing the back coating. Product ID 229047 analyzer; product ID 2090w programmer.

Event description:
It was reported the back cover needs replacement. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Further review prompted a change in the device analysis results.